Manufacturer narrative:
The flow coupler device involved in the incident was returned for eval. The rings were physically distorted the pins were bent. The probe did not have defects. No functional testing was performed with the returned rings, as the rings were deformed. The probe was tested, met spec and functioned properly. According to the device history records, the devices met spec prior to market release. Hundred percent functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the mfg process.

Event description:
A surgeon reported during a diep procedure, the 2.0 mm flow coupler pins would not align to allow the device to close. The anastomosis was completed using a different device. The pt is reported to be fine.